Event description:
It was reported that after a site change, the user experienced rising blood glucose and, being new to the ilet system, performed another site change; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported long-term impairment. Investigation included a review of the event description. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction or specific component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.